Event description:
The customer reported that 68 minutes into a mononuclear cell (mnc) collection, the optia started to shudder and then there was a loud pop followed by the leakage alarm for fluid leak. The customer stated that fluids were given since the rinseback could not be completed. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). Investigation: the kit was returned for analysis. The corner of the channel was worn away (abraded). There was a 5mm leak and a 15cm witness mark indicating that the channel rose out of filler. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR relevant to this issue. Root cause: the likely root cause for the leak is related to a misloaded channel at the inlet port end.